Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation, where it was visually inspected. Results: the visual inspection of the inspiratory limb revealed a cut located about 63 cms from the patient end connector. Conclusion: we were unable to determine what may have caused the reported failure mode at this stage. However, it was noted that the subject breathing circuit was used on a patient for 14 days. All rt266 infant dual heated evaqua2 breathing circuit are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the observed crack happened after the subject rt266 infant breathing circuit was released for distribution. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "this product is intended to be used for a maximum of 7 days." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility to a fisher & paykel healthcare (f&p) field representative that the inspiratory limb of an rt266 infant dual-heated evaqua2 breathing circuit was cracked. There was no reported patient consequence.